Manufacturer narrative:
H3: analysis found that the customers complaint could not be confirmed, the device was connected to the console when docked, wirelessly and via cable, the software present was v1.7.5 and the batteries were more than 2 years old and need to be replaced. H6: initially submitted codes fdm b17, fdr c20, fdc d16 and img g02005 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, during set up, the patient interface was not connecting to the mains device, used another patient interface to complete the procedure. The nim console was tested with another patient interface and the nim console was working properly. There was no patient involvement.